Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for ur inary dysfunction/sacral nerve stimulation. The healthcare professional (hcp) reported that the patient¿s device was not working. It was noted that the patient had 3 devices registered in the manufacturer¿s device registry but the hcp did not know which device was not working or even if the patient still had the previous devices. The hcp stated that the patient likely needed an MRI outside of the head/brain area so the procedure would not be recommended anyway. There were no further complications reported or anticipated.